Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shutdown unexpectedly. Customer performed a load sequence and issue was resolved. Insulin therapy was resumed. Customer's blood glucose was 151 mg/dl. Customer declined tandem technical support's offer to troubleshoot.